Event description:
The customer reported an incident that involved a patient who was receiving chemotherapy when a leak was noticed. The leak is reported to have come from the biojector connection, opposite the thread end. The patient was not affected but further information has been requested. There was no product available for investigation as it was discarded due to contamination with drug product. A free flow, tightness and visual test were performed on a retain sample and there were no non-conformities identified. Production documents also did not show any deviations. An investigation of the complaint article was not performed since it was discarded by the customer.

Manufacturer narrative:
(B)(4).